Event description:
Philips received a complaint on the suresigns vs4 nbp, spo2 indicating that the unit audio failed and speaker malfunction inop on screen. The device was not in clinical use at time of event and no patient involvement.

Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) spoke to the customer and confirmed the speaker malfunction error message and no audio. The rse advised the customer to run an audio test. When walking him through the audio test, three tones sounded, autioand the error went away. All audio was present and speakers were functioning as intended. The cause audio failed and message on screen is unknown. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.